Manufacturer narrative:
The ossure loep kit is not marketed in the united states, and it is only exported from the USA. The implant material in the ossure loep kit is equivalent to the implant material identified in 510(k)# k181342.

Event description:
Patient underwent cemented hemi-arthroplasty for hip fracture repair and injection of implant material in contralateral hip. Patient had cardiac arrest after wound closure and did not resuscitate. Surgeon reported to agnovos that the death was not related to ossure.